Manufacturer narrative:
H10: the actual devices were not available; however, a photograph showing two (2) samples was provided for evaluation. The photograph was visually inspected which identified open minicap packaging for both samples and the sponges were outside the caps. The inside of packaging had watered povidone-iodine with various stains typical of excessive movement and/or manipulation of the cap. The reported condition was verified. The cause of the condition was most likely due to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of four (4) minicap prep kits were misassembled (sponge was outside the cap). This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.